Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site as well as the pink slide not moving forward. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 290 mg/dl while wearing the pod between 4 and 24 hours. Patient stated that the pink slide never moved forward. When they looked at the infusion site (arm), the pod's cannula was dislodged. As treatment, a manual injection of insulin was delivered and a new pod was applied.